Event description:
Pt presented with increased pain, nausea, vomiting, and weakness in 2007. In '08, a dye study was attempted and the hcp was unable to inject the contrast. The catheter was replaced in 2008. The catheter was used to deliver dilaudid. It was reported by the hcp that the pt recovered with sequela. It was further reported that the pt had not experienced pain relief since the catheter revision. The hcp was examining the pump function. Refer to MFR report # 6000030200802087.